Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue, and there was no adverse impact on the customer's blood glucose level. Technical support provided assistance by instructing the caller on how to reset the pump, which corrected the issue as the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support again if any issues arise.